Event description:
It was reported that during prior to starting, an ergonomic error was observed on the ssc. Technical support was contacted, and the caller attempted to power cycle the system and cycle the breakers, but the system continued to fault with an error pointing to the ergo armrest. The caller disabled the ergo, allowing the self-test to complete, and planned to consult with the surgeon regarding the possibility of continuing without adjusting the ergos or switching out the consoles. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field service engineer reseated cables from the armrest motor, which resolved the issue. No part replacement was required, and the system was inspected, tested, and verified as ready for use.

Manufacturer narrative:
The annex b, c, and d codes were updated.

Event description:
Refer to h11 for follow-up information.